Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) was completed. The reported problem (charger resets) was confirmed. As received, the charger was resetting. Upon eval, the u13 cmos flash micro controller was thermally damaged on the charger bedside board due to liquid contamination on the battery board. The cause of the resetting is the damaged battery board and thermally damaged components. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective component.